Manufacturer narrative:
The reported events of the helix damage and a helix mechanism issue were confirmed. Visual inspection found the helix was stretched with traces of blood. X-ray examination found the helix was stretched consistent with procedural damage. Unable to perform helix mechanism/ extension length test due to procedural damage to the helix, as received. The cause of the reported event of the helix damage and a helix mechanism issue was isolated to the helix being stretched consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure that the left ventricular (lv) lead was unable to be extended or retracted and was damaged when the physician pulled it back. The physician elected to complete the procedure with a different lead. There were no patient consequences.